Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose levels and damage on the insulin pump. Troubleshooting for cosmetic damage was performed. Customer advised they dropped the insulin pump multiple times and now the device is under delivering insulin. Customer went to the hospital as a result of not receiving proper insulin. Customer passed the displacement test and self-test successfully. Customer advised when they went to the emergency room the doctor stated the insulin pump had malfunctioned.